Event description:
The reporter indicated that while using the instromedix transtelephonic equipment, it was reported that only single-chamber spikes were visible during the threshold margin test for dual-chamber spikes are visible. Pacers are not at intensified f/u indicator (ifi) or early replacement (eri).